Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty power switch could not be identified. However, it is likely the cause is related to a defect associated with the design of the old version of the power switch. A design change was implemented to improve the durability of the power switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of power button stuck was confirmed due to faulty main power switch. In addition, worn-out socket slider switch causing intermittent use of high intensity, non-olympus lamp life meter reading at 200+hours, light output measured out of range, deep scratches on top cover, and bent tank holder were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported the evis exera iii xenon light source push power button became stuck. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.